Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® multiple sample luer adapter, the unit stopped drawing blood into the tubes. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using one (1) bd vacutainer® multiple sample luer adapter, the unit stopped drawing blood into the tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 22-sep-2025. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k991088. Investigation summary: bd received one sample for investigation. The 1 customer sample was used and could not be functionally tested for insufficient blood flow. However, the customer sample was subjected to visual inspection for damaged product. The sample failed testing as the device was damaged. Additionally, 10 retained samples were subjected to functional tests, and all samples passed, showing no signs of damage, leakage, or insufficient blood flow during use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for damaged based on the returned sample. This complaint has not been confirmed for the indicated failure mode: insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.